Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2000.0 mcg/ml at a dose rate of 399.8 mcg/day via an implantable pump. It was reported that the date of pump implant was unknown. The patient heard the pump ringing (alarming). It was further reported that the pump was interrogated and there were no issues. As per the pump session report provided with session date on (B)(6) 2026, a service code 529 was indicated regarding the pump motor having stopped / stalled and restarted. It was unknown if the issue was resolved as of on (B)(6) 2026. No surgical intervention occurred and no surgical intervention was planned. The pumpremains implanted and in-service. The patient was without injury regarding their status as of on (B)(6) 2026. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recevied from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the patient had an MRI on an unknown date. The date of the motor stall was unknown. Patient reported to hear the pump, however it was unclear whether if the patient hears an alarm or something else, since nobody except the patient can hear anything coming from the pump. There were no actions/interventions planned. It was reported that the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.